Event description:
It was reported that this right ventricular (rv) lead was suspected to exhibited an insulation issue and it was subsequently replaced for another rv lead. The new rv lead implanted was confirmed to be displaced through x-ray and it was successfully repositioned. The device was also replaced during the reposition procedure of the rv lead due to therapy upgrade. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).